Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed the contrast button is intermittently responsive. The keypad is torn and was removed: the ok contact was inverted and contamination was found under all contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were unresponsive and had been intermittently responsive for six months. The patient noted the keypad was torn off around the up and down arrow buttons for two weeks. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.